Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead broke during removal on an unknown date and a portion remains implanted. Surgical intervention may take place to remove the lead.